Event description:
It was reported to resmed (B)(6) that the astral device failed to pass its internal self-test. There was no patient injury reported as a result of this incident. Ref MFR#: 3004604967-2015-00086.